Event description:
Patient reported left side "possible leaking" (captured as rupture) and hard breast. The report of embolism, "gastro" problems, osteoporosis, fibromyalgia, and ana positive have been deemed not device related. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.